Event description:
Hill-rom received a report from the account, stating the bed exit would not work. The bed was located in the bed shop at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The hill rom technician found the head and seat bed exit sensors were the issue. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2015. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the head and seat bed exit sensors to resolve the issue. Based on this information, no further action is required.